Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported kinked cannula or to determine whether it contributed to the report hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported on (B)(6) 2013 her blood glucose and insulin history. The pod was deactivated and she noticed the cannula looks a little kinked. She was able to activate anew pod and at 10:12 pm her bg lower to 10.1.